Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -18.00/+6.00/90 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2024. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved.